Manufacturer narrative:
Event date is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided during processing of this complaint, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported though literature review that a dbs patient underwent cardiac defibrillation after cardiac arrest. After this, the ipg had high impedances and patient's symptoms returned. As a result, the ipg was explanted and replaced, resolving the issue.